Event description:
During a demonstration, the jaws did not open after firing.

Manufacturer narrative:
6/10/97-supplemental report #1 submitted to FDA. Reported eval condition could not be confirmed as unit was returned fully fired and no functional testing could be performed. In addition, no discrepanices were noted.